Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl). A manual injection and an adjustment to insulin delivery was completed but elevated bg levels persisted. Reportedly, the cartridge was "harder than normal" to remove; however, system check with tandem technical support indicated the pump was performing as intended. Customer subsequently went to the emergency room on (B)(6) 2016 with bg levels above 600 (mg/dl) and was treated with saline and an insulin drip. The customer was released approximately 9 hours later with a bg level of 295 (mg/dl).